Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with the results obtained of 138 mg/dl. The expected fasting blood glucose test result range is 79 to 102 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 06/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer states she has not has any changes in her daily routine. Customer did not provide all 5 readings as she needed to leave at time. Customer unable to run control test and back-to-back blood test.